Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The cause of the leak is unknown. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. Additional patient information was requested but not provided.

Manufacturer narrative:
The file has been assessed for the necessity of performing a clinical investigation. On (B)(6) 2018, it was reported this patient on peritoneal dialysis experienced a fluid leak during pd treatment on (B)(6) 2018. The patient was treated with an unknown antibiotic prophylactically due to a breach in sterility and the potential risk for cross contamination. Per the patient¿s nurse there were no adverse events experienced by the patient because of the fluid leak. Upon clinical review of the available information, there is no documentation or indication that any fresenius device(s) caused or contributed to a serious adverse patient outcome. The patient was treated prophylactically and to date, there have been no reported adverse events associated with the reported fluid leak. Therefore, the event is evaluated with a severity rating of s2 and the completion of a clinical investigation is not warranted at this time. Should additional information become available regarding a serious adverse event experienced by a patient and/or user related to a fresenius device(s) and/or product(s), please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.